Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. W,e therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized on (B)(6) 2015 due to a high blood glucose level of 432 mg/dl. The customer was disconnected from his insulin pump and insulin was coming out. However, he was not receiving any insulin. The customer was wearing the insulin pump at the time of the emergency room visit. The product was not returned. Nothing further to report.